Event description:
Customer reports a pt lab result from a sample drawn at 15:00 was 25 mg/dl, inform system result at 15:11 was 197 mg/dl. Customer reports that the inform system had passed levels 1 and 2 controls at 00:16 and 00:18, respectively. Customer reported no patient symptoms, provided no treatment information. No adverse event reported. A request was made for the return of the system, replacement was sent.